Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07607. It was reported the patient was experiencing uncomfortable heating at the ipg site while recharging the ipg. The patient reported the issue resolves when she stops recharging the ipg. It was also reported the paddle portion of the charging system would get hot. A replacement charging system was sent to the patient. An attempt to follow up on the patient status was unsuccessful.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories, and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.